Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips (lot 297788) were tested in comparison to master lot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.

Manufacturer narrative:
Occupation ni equals lay user/patient. The event occurred in: (B)(6).

Event description:
The customer complained of a questionable inr result from a coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. At 7:14 the result from the meter was 4.2 inr. This result was obtained from the meter memory. At 12:19 the result from the meter was 4.4 inr. At 13:00 the laboratory result was 3.0 inr. The customer's therapeutic range was 2.0 - 3.0 inr. There was no allegation of an adverse event. The customer's meter and test strip have been requested for return. The following discrepant results were obtained from the customer's meter memory. On (B)(6) 2018 at 7:11 the result from the meter was 3.4 inr. On (B)(6) 2018 at 7:13 the result from the meter was 2.8 inr. On (B)(6) 2018 at 9:43 the result from the meter was 2.6 inr. The investigation is currently ongoing.